Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia, pump got cracked, the clip rail was gone, battery cap went missing and went unconscious. The customer was also reported missing battery cap, crack on insulin pump and belt clip rail damage. The customer blood glucose was 14 mg/dl at the time of incident. The hypoglycemic event, and loss of consciousness was treated with glucagon, and no treatment. The event involved product(s) mmt-332a, acc-1601, mmt-1884l, unomedical. Troubleshooting was performed. Customer was in hospital at the time of hypoglycemic incident due to leg surgery and kidney transplantation. Customer was using the insulin pump system within 48 hours of the reported event. There was no mention of the auto mode feature at the time of the event. Troubleshooting was performed for insulin pump cosmetic damage. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for acc-1601. The customer would discontinue to use of the device, mmt-1884l was requested and customer response was the device would be returned. No product return is required for unomedical.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis. The complaint is being closed based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this complaint will be re-opened and re-evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and went unconscious. The customer was also reported missing battery cap, crack on insulin pump and belt clip rail damage. The customer blood glucose was 14 mg/dl at the time of incident. The hypoglycemic event, and loss of consciousness was treated with glucagon, and overnight hospitalization stay. The event involved product(s) mmt-332a, acc-1601, mmt-1884l, unomedical. Troubleshooting was performed. Customer was in hospital at the time of hypoglycemic incident due to leg surgery and kidney transplantation. Customer was using the insulin pump system within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for insulin pump cosmetic damage. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for acc-1601. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for unomedical.